Event description:
The company received a report that the tube developed a leak during pt use. At this time, the source of the leak is unk. The customer confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report was discarded.